Manufacturer narrative:
Follow-up #1: date of submission 10/15/2013. Device evaluation:the device has been returned and evaluated by product analysis on 09/30/2013 with the following findings: during investigation, the pump history was reviewed and showed the last bolus was recorded on 06/18/2013 and the last basal delivery was recorded on 06/19/2013. There are no alarms related to the complaint noted in the alarm history; only typical usage observed. The total daily doses added up correctly. The pump successfully completed a 29 hour flow accuracy test with no alarms occurring during testing. The pump was found to be operating within required range and delivering accurately. Unrelated to the complaint, evaluation revealed the display screen was discolored. A test screen was inserted and was found to function properly. The complaint was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump had completely failed. The reporter indicated using a back up plan as provided by a health care provider. Animas attempted to follow up with the reporter for additional information but was unsuccessful at this time. There was no indication of an adverse event associated with this complaint. This report is made based on the allegation that the pump had failed requiring the patient to seek a back up treatment method.